Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician removed the 2.50x24mm taxus express2 drug eluting stent catheter out of the hoop and the catheter broke apart at the point of the wire port. This happened outside of the patient and there was no patient contact. The procedure was completed with another taxus stent. No patient complications were reported.